Event description:
Clarification was received, indicating that the original iol was implanted in the sulcus during the initial procedure despite the capsular rupture; this original iol passed in front of the iris, and the second surgery on (B)(6) 2017 was performed to exchange the original iol. Clarification was received that there was no issue with the replacement lens implanted on (B)(6) 2017. Additional information was received, indicating that there was no presence of vitreous and no collapsing of the anterior chamber. It was also noted that the planned procedure was a cataract removal with iol implant. Anti-inflammatory and hypotonic treatment was required for two months.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol injector expelled the implant more forcefully than usual and caused a rupture of the capsular bag. Another iol was placed in front of the capsular bag. No retinal detachment or infection has been reported at this time. The patient underwent as second surgery on (B)(6) 2017 as part of the implanted replacement iol passed in front of the iris. No further consequences were reported for the patient. Additional information has been requested. This report represents the event that occurred with the first referenced iol and delivery system.